Manufacturer narrative:
(B)(4). Results - (target vessel revascularization).

Event description:
During the index procedure, the patient had a 2.25 mm x 8 mm micro driver stent implanted to the proximal lad. One other brand stent was also implanted. Patient had cardiac stress of unstable angina at 30 day and 6 month follow-up. Approximately 10 months post index procedure, the patient underwent CABG surgery to the proximal lad. Patient was asymptomatic/free of symptoms at 1.5 year follow-up. Patient had cardiac status of unstable angina at 2 year, 2.5 year and 3 year follow-up. No other clinical sequelae were reported.